Event description:
Spouse of home patient (hp) reported a system error alarm 2240 when the pt line of homechoice set accidentally became disconnected from transfer set during treatment phase drain 5 of 5. Hp discontinued treatment at time of the 2240 alarm. There was no pt injury medical intervention associated with this incident per hp's spouse.